Event description:
It was reported that there was white stuff on shirt and belly and around a connector site on patient's tubing. The pump stopped with a total reservoir volume of 68.6 ml and pump powered off. They closed the clamps on tubing near the patient and the pump. The event occurred while in use with patient at patient's home and there was no reported patient harm/adverse event.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process. If the product is returned, this complaint will be reopened for further investigation.